Event description:
The reporter stated the device user dosed insulin based upon a result on the glucose meter. About 3 1/2 hours later the user was shaking and had a glazed look. An ambulance was called and she was taken to the hosp. She was admitted and given glucose.